Event description:
Patient presented with angulation in the proximal neck. Patient implant of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension. The bifurcated device landed in the bend of the aorta, the proximal extension was placed at the renals, final arteriogram showed no endoleak. Two days post implant, the patient complained of cold leg. CT revealed that the cuff was not apposed to the left wall of the aorta. On (B) (6) 2010, the patient was treated with a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient had angulation in the aortic neck preventing full device apposition leading to event.